Manufacturer narrative:
On (B)(6) 2023, it was stated that the touchscreen was evaluated at a philips product investigation lab (pil). The pil technician verified that the touch position was observed to be out of alignment, confirming that the touchscreen did not operate as expected. The unit failed during diagnostics testing and during the operation of test steps in the service manual. The root cause for the touch screen operation failures is out of spec resistance readings noted during the resistance testing. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: corrected the contact office entity, and manufacturing site.

Manufacturer narrative:
(B)(6). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00197. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the touch position was out of alignment. The device was reported to be outside of use at the time of the reported problem. The field service engineer (fse) confirmed the issue. A touch screen calibration was performed and did not resolve the issue. The fse replaced the touchscreen and the reported issue resolved. No other anomaly was observed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.